Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing muscular pain near the ipg site and was taking pain medications.

Event description:
It was reported that the patient was experiencing muscular pain near the ipg site and was taking pain medications. Additional information was received that the patients ipg was replaced with MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg will not be returned.